Event description:
Biomed technician verified ventilator did not have an audio alarm. This happens when the ventilator is connected to our nurse call system. When the ventilator cable is plugged to the nurse call system, the nurse call system alarms and is unable to be reset. To reset the nurse call system, the biomed technician has to unplug the ventilator cable from the nurse call system. The ventilator-nurse call alarm board is locked and the ventilator has to be turned off. The rt has to bag the patient twice for 4 minutes to allow the ventilator to reset while it's off. The ventilator is then powered on again and subsequently reattached to the nurse call system.